Event description:
It was reported that while using a bd cathena¿ safety IV catheter, blood leakage occurred through the bc valve. The following information was provided by the initial reporter: when safe tying catheter blood sprayed on nurses shirt. Blood did stop after spraying. Nurse did not ¿park¿ needle, she states immediately safe tying after insertion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd cathena¿ safety IV catheter, blood leakage occurred through the bc valve. The following information was provided by the initial reporter: when safetying catheter blood sprayed on nurses shirt. Blood did stop after spraying. Nurse did not ¿park¿ needle, she states immediately safetying after insertion.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 15-mar-2022. H.6. Investigation: one photo and one actual used sample without packaging were received by our quality team for evaluation. From the photo, the needle was observed to be safety-activated and a there was a blood stain at the tip of the safety shield and in the needle hub. The sample was subjected to visual inspection to check for damage at the tip of the safety shield. No damage was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. From the returned used sample, no damage was observed on the tip of the safety shield, which interfaces with the luer end of the catheter hub during safety activation. However, the catheter hub, which is the most critical component to evaluate for this defect was not returned for evaluation. Based on the design of the cathena device, the blood control components situated in the catheter hub will seal the fluid path when not connected to a male luer. Hence, the blood control components need to be evaluated for any defect which could have contributed to the blood splash. As an incomplete device was returned, an actual root cause could not be established.